Event description:
It was reported that a patient had her bilateral intraocular lenses (iols) explanted by another surgeon. Patient had been experiencing glare and halos, starbursts around lights at night and spikes and all sorts of refraction issues and eyesight has deteriorated over time and could not see 15 feet in front of her. Night driving from glare is blinding and impossible to drive at night. All lights, headlights, taillights, streetlights, house lights all had a combination of halos, spirals, starbursts, and ferris wheels. Southern eye center removed both iols recently. Patient is looking to get reimbursement from physician but has not told physician yet. It was learned that the explanted iols were replaced with non-johnson and johnson iols. Customer said that her vision is a lot better than when she had the old lenses. Customer confirmed that she has both explanted iols with her and will give them to her implant doctor only if she will reimburse her with her expenses. Otherwise, she will not return the products for evaluation. No other information was provided. This report captures event for right eye, a separate report is submitted for the other eye (left eye).

Manufacturer narrative:
Section a4: patient weight: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022 and (B)(6) 2023. Device evaluation: product evaluation was not performed because the product was not returned. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction could be identified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul. 18, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: two lenses were received for (product investigation) (B)(4). No identifying information was received with the lenses; therefore, both lenses will be evaluated in both pi's. Sample 1. Visual inspection under magnification revealed that the complaint lens was received cut but not separated and that one haptic was detached. The lens was cleaned and, no further issues were observed. Sample 2. Visual inspection under magnification revealed that the complaint lens was received cut but not separated. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.